Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, the image was flickering/noisy due to a faulty charged couple device unit (ccd). A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.

Event description:
The customer originally returned their olympus evis gastrointestinal videoscope due a poor air/water supply and horizontal shadow present in the image. However, during the device evaluation, it was discovered that the image was flickering and noise in nature. There was no patient involvement during this event.